Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, while stapling the phase that should be on the vessel, the four reloads and two handles were not able to fire and does a break sound. The surgeon was able to press the green button and squeeze the handle. A new device with another serial number was taken out to complete the case. There was no patient injury.